Event description:
The customer reported to customer svc that she feels like she is using breast shields that are too small for her and she visited a dr who did not know how to measure for breast shields. In the report, the customer indicated that she was given antibiotics.

Manufacturer narrative:
In f/u with the customer to get add'l complaint info, she indicated that she was using the 24 mm breast shields with her breast pump and they were too small, causing her nipples to bleed and affecting the expression of her milk. As a result, she developed mastitis for which she was treated with a ten day course of antibiotics. She since purchased the 27 mm breast shields and they have resolved her issue - she is now able to pump without pain and has experienced no further bleeding. She is still taking the antibiotics and feels like it is resolving the mastitis. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. This customer's issue appears to be the result of improper breast shield sizing, not a product malfunction.